Manufacturer narrative:
A philips product industrialization engineer (pie) and regulatory affairs specialist (ras) reviewed the available data and confirmed that the word cuff was missing from the product; this affected the graphic printing on the cuff body for this one device. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a printing issue on this device. The issue was being resolved by a review all cuffs' cdlms (gentle ls-200080, easy ls-200081, comfort ls-200078, neonatal ls-200079, and air hoses ls-200082) to check if there are markings to be added to the cdlm. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an easy care cuff 1 hose, large adult xl indicating that the central coe mv (center of excellence market verification) performed a verification of labeling and found a lack of the full name of the device on the product, the label word "cuff" missing, and a lack of the legal manufacturer's address and indicator. This was noted during inspection; no adverse event or harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.